Event description:
The pt was a (B)(6) male undergoing l3-l5 decompression. Following decompression at l4/5 with the 10mm baxano io-flex microblade shaver, the surgeon noted a dural tear. The tear was repaired with dural sealant and sutures and there were no further sequelae. The pt did well post-operatively.